Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and the remainder is not being returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The customer reported that part of a micro corkscrew was broken and buried in the finger joint. Procedure: secondary ligament reconstruction pip joint. Second surgery is possible.